Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented remotely via merlin.net transmission with an alert for non-sustained ventricular oversensing. The electrogram was unavailable for viewing the episode on the merlin.net system and the data was recorded as invalid. Prior entries was observed on the device and the parameters were appropriately saved. It was recommended to bring the patient into clinic for clearing out the data. No further information available.

Event description:
New information received: an asymptomatic patient presented remotely via merlin.net transmission with non-sustained rv oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Some programming changes were made. Further programming changes were recommended. No further information available.